Event description:
A system check was performed and the pump performed as intended. No further troubleshooting could not be performed as the customer did not have extra supplies due to the ongoing occlusion alarms.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer experienced a blood glucose (bg) level of 342mg/dl and moderate ketones. A manual injection was administered to address the bg level. The customer would troubleshoot the issue on their own and observe insulin exiting the infusion set tubing. Multiple infusion set site changes would be performed and additional occlusion alarms would be received. No troubleshooting could be performed as the customer did not have extra pump supplies due to the ongoing occlusion alarms. The customer reported that the pump would continue to be used for insulin therapy.